Manufacturer narrative:
Section b5 describe event or problem was updated with additional information by provided by the customer. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Additional data was provided by the customer: heterophilic antibody blocking tube (hbt) = 0.78 s/co. Nonspecific antibody blocking tube (nabt) = 0.79 s/co.

Event description:
The customer reported false nonreactive alinity I anti-hbc results for a patient that was diagnosed with hepatitis b two years ago. The following information was provided: (B)(6) 2025, sid (B)(6): anti-hbc = 0.70 s/co (nonreactive), repeats = 0.75 s/co (nonreactive) and 0.78 s/co (nonreactive), repeat with roche = 0.631 coi (positive) additional laboratory data was provided: hbsag = 21025.92 iu/ml, hbeag = 420.86 s/co the sample was sent to another laboratory for troubleshooting purposes only: alinity I anti-hbc on (B)(6)= 0.78 s/co architect anti-hbc on isr64726 = 0.80 s/co roche results from 2023: hbsag = 43769.00 iu/ml, hbeag = 1514 coi, anti-hbc = 0.758 coi, hepatitis b dna = positive no impact to patient management was reported. Additional data was provided by the customer: heterophilic antibody blocking tube (hbt) = 0.78 s/co nonspecific antibody blocking tube (nabt) = 0.79 s/co.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I anti-hbc ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71418be00. The device history record review for lot 71418be00 did not identify any nonconformances, potential nonconformances, or deviations. In-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot was performed, and all specifications were met. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot number 71418be00 was identified.

Event description:
The customer reported false nonreactive alinity I anti-hbc results for a patient that was diagnosed with hepatitis b two years ago. The following information was provided: on (B)(6) 2025, sid (B)(6): anti-hbc = 0.70 s/co (nonreactive), repeats = 0.75 s/co (nonreactive) and 0.78 s/co (nonreactive), repeat with roche = 0.631 coi (positive). Additional laboratory data was provided: hbsag = 21025.92 iu/ml, hbeag = 420.86 s/co. The sample was sent to another laboratory for troubleshooting purposes only: alinity I anti-hbc on (B)(6) = 0.78 s/co. Architect anti-hbc on (B)(6) = 0.80 s/co. Roche results from 2023: hbsag = 43769.00 iu/ml, hbeag = 1514 coi, anti-hbc = 0.758 coi, hepatitis b dna = positive. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.